Event description:
It was reported the camera head had a blurry image and no image sometimes. The issue happened during inspection prior to an unspecified diagnostic procedure. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. Corrected data: a2-6; b3, b6, b7; d10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely the blurry image was caused by a faulty charged coupled device, and the intermittent image was caused by a damaged/cracked connector. Cause has been traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2: health professional ¿ n (no) and e3: occupation - non-healthcare professional. The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head malfunctioned and noticed ¿blurry image¿ and sometimes there is ¿no image¿. The issue happened during inspection prior to an unspecified diagnostic procedure. There was no patient involvement.